Event description:
It was reported that during a lap hysterectomy procedure, while transecting the vault of the vagina, the device started emitting a continuous tone, after the device had been working perfectly prior to this. Once the solid tone occurred, we tested it again with the device in the air and it would only run through the test and then emit a continuous tone again. We then placed the test tip on to ensure that it was not the handpiece, and the test confirmed that the problem was with the device. The surgeon then needed to use a different modality to finish the operation. There was no adverse outcome to the pt, however, the device did not perform as expected.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."